Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator (ICD) was in backup mode. The patient mentioned that their device was vibrating a few months ago and data was collected from the device and sent for evaluation. It was noted that high voltage therapy was unavailable when the patient's ICD was in backup mode. The device was successfully reset and all tests showed acceptable parameters including capacitor charge. The device was then programmed to the physician's preferences. The patient was in stable condition after the event.